Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 72 mg/dl and it was found that additional boluses were found in history. Prior to the dinnertime bolus and additional 7.99 units had been delivered resulting in a total of 10 units delivered in a short time period. Cause of this event was not known. Although requested, additional information was not provided.

Event description:
The customer's family and healthcare provider no longer believed the pump was the cause of the event. The family accepted that the pump was not randomly delivering a bolus and it was thought the customer was the factor that caused the event. Customer continued with insulin pens for insulin therapy and reportedly, was to transition back to pump therapy with the support of their diabetes educator, pump representative and healthcare provider.